Event description:
Nurse in room to perform rsv test with nasopharyngeal aspiration kit. The tip of the tube came off in patient's left nare when the baby was crying, which resulted in the tubing being sucked in the patient's nose. A doctor attempted to get it out. Multiple attempts were unsuccessful. Another doctor called into retrieve tip and was successful. The tube was removed intact and there was no harm done to the patient.